Manufacturer narrative:
H3, h6: no conclusions can be drawn as the device was not returned for investigation.

Event description:
Norian crs fast set putty implanted with macropore mesh for cranioplasty was flaking and was partially removed over the first 6-7 months. Surgery site was reported to have initially healed and then later was found to have leaked. The 2006 surgery found site to be non-healing with foreign body reaction from norian decomposition/ non-integration. Remaining norian was removed and site reconstructed with pmma (codman).